Manufacturer narrative:
Product event summary: the lead was not returned, analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (B)(6) 2012; 4068 implantable pacing lead (B)(6) 1999. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion and that the right ventricular (rv) lead had high and unstable thresholds which drained the ICD battery. The ICD was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.